Manufacturer narrative:
The device history file for both the ecoin device (502348) including the sterile load history report (300-677) and the procedural kit lot (300-782) available at the implantation facility were reviewed and there were no related issues found. The ecoin device is used to treat urgency urinary incontinence. The cause of the death is unknown. The investigation findings do not lead to a clear conclusion on the cause of the reported issue. Therefore, the root cause code was selected as unable to determine.

Event description:
The patient was implanted with the ecoin device on (B)(6) 2024, and the device was activated on (B)(6) 2024, with an amplitude setting of 8 ma. On (B)(6) 2026, the patient passed away from upper respiratory disease and pneumonia. Further information was received stating that the patient experienced several instances of pneumonia requiring hospitalization prior to their passing from (B)(6) 2025 to (B)(6) 2025 and (B)(6) 2025 to (B)(6) 2025.